Manufacturer narrative:
The device was visually inspected, and functional testing was performed. The device evaluation as noted in section b5, connector chipped was confirmed due to damage/cracked video connector. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. A device history record-DHR review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited chipped connector due to a damage/cracked video connector. There was no patient involvement.